Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure. What was the tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Can you explain ¿treat wound in normal process¿? What medical intervention was indicated to treat the split wound? Was the suture found intact and the suture pulled away from the tissue? How was the wound closed? Will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent delivery on (B)(6) 2018 and suture was used. On (B)(6) 2018, the patient went to the hospital and complained of pain. After check, the wound was found split and the nurse treated the wound accordingly. No additional information was provided.